Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, lot# n427135, implanted: (B)(6) 2014, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) had not been working. The patient was to have an MRI of the low back. It was noted that the physician was considering implanting a pump. The indication for use for the implanted device was noted as non-malignant pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.